Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. No additional patient or event information was available. Multiple attempts were made to follow up with the customer on the reported issue. However, no response from the customer was received.